Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that a lens was noted to be broken inside of the cartridge. The sample is available. Additional information has been requested.

Manufacturer narrative:
Product evaluation: only a portion of the lens containing a haptic was returned for evaluation in the lens case. Solution is dried on the lens. The haptic/optic junction area has a small nick/chip. The lens is cut into two portions, typical of insertion and removal. The other half of the lens was not returned for evaluation. Cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. Cartridge product history record could not be reviewed because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint of "lens broken inside of cartridge". The reported complaint could not be confirmed because the lens did not return broken in the cartridge. The cartridge was not returned for evaluation. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).